Event description:
It was reported that signal loss occurred. Data is being reviewed. A supplemental report will be submitted after the review is complete. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). 3004753838-2026-107574 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable. B5: describe event or problem - correction h2 type of follow up - correction

Event description:
After submission of the initial MDR product was received on 3/9/2026 it was determined this complaint is not reportable per corpft-140202.